Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that indicated that the device alarms malfunction s233. No information was provided; therefore, specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 malfunction alarmcodes were noted and the cooling fan did not function. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history multiple times and the cooling fan did not function. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.